Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned

Event description:
It was reported that biomed replaced mixing pump in the arctic sun device and noticed some of the internal tubing appeared to be dry rotted .

Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be determined as the reported issue could not be reproduced. The device was evaluated upon receipt. No issue found with mixing pump. The double bend tube from the tank to manifold was pulled up out of the tank to within 1/2 inch from the top. This led to open line errors during decon. Tank seals due to lifting from the tank. Chiller molded tube damaged upon removal of the tank to replace the tank seals. Serviced circulation pump. Replaced tank tubing, tank seals, chiller molded tube. The arctic sun 5000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. The reported event is unconfirmed, DHR review is not required. The reported event is unconfirmed, labeling/packaging review is not required. Section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that biomed replaced mixing pump in the arctic sun device and noticed some of the internal tubing appeared to be dry rotted . Per biomed tech via phone on 29jan2024, it was reported that the device has been sent in for evaluation. Per sample evaluation results on 11mar2024, it was reported that the double bend tube from the tank to manifold was pulled up out of the tank to within 1/2 inch from the top. This led to open line errors during decontamination. The chiller molded tube damaged upon removal of the tank to replace the tank seals and tank seals due to lifting from the tank.